Event description:
The reporter stated that the surgeon was using a competitor's lens with the msi-tm injector and during insertion, the trailing haptic tore off and plate lodged in the injector, it was reported that there was damage to the lens capsule and the incision was enlarged to remove lens with another model lens and suture was required. No vitrectomy performed. It was reported that the likely cause of the iol damage was due to the injector. Further info has been requested, but none has been forth coming. If more info is received, a supplemental MFR report will be sent.